Event description:
Report received of an unrestricted flow. The customer contact reported that channel c of the pump was delivering an unspecified concentration of epinephrine. No specific programming parameters were provided. At 1500, the nurse stopped the delivery. Reportedly, after the door of the pump was opened to remove the tubing set, the nurse noted that drops were dripping in the drip chamber. At that time, the tubing set was still connected to the pt's IV site and the amount of epinephrine delivered was not provided. The device was removed from clinical service.